Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to hospital due to telemetry concerns and noise. The device remains implanted.